Manufacturer narrative:
The device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Off-site analysis confirmed the reported no-telemetry failure. The device was opened, and the no-telemetry condition was still present. During analysis the device was reset. Telemetry was functional after the power on reset (por) and the reported failure could not be re-established and the analysis was terminated. The cause of the no- telemetry failure was not determined. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. It was noted that the device was explanted and the patient received a pacemaker. No patient complications have been reported as a result of this event.